Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was inappropriate shock due to atrial fibrillation with rapid ventricular rate. The patient was admitted in hospital. Oral medication was adjusted and the patient was intubated. The cardiac resynchronization therapy defibrillator (crt-d) remains in service. No additional adverse patient effects were reported.